Event description:
It was later reported that the cause of the driveline fault alarms was due to the patient having a small tear in the outer sheath, that had been taped over prior to the event. They denied another trauma or drops. The alarm was able to be cleared in clinic, but was said to had come back three days later. The modular cable was exchanged and the issue resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a driveline communication alarm. Log files were submitted for review. The event log file confirmed the driveline communication faults. The pump appeared to be operating as normal. It was noted that the patient did have a small tear to the outer portion of their driveline that had rescue tape applied. Other than this everything else looked "good". The patient was said to attempt to try to clear the driveline communication fault before any equipment would be exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported small tear to their driveline was unable to be confirmed as no product or images were available for review. Review of the submitted log files found that the system appeared to be operating as intended at the set speed, and there were no notable events or alarms active in the log files. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, "call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.